Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for analysis because it was retained by the site. The reported high power event was confirmed via the log files, which revealed a multiple high watts alarms and a rise in power outside normal operating range. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. High watts alarms is an indication that the pump watts has exceeded the high power alarm threshold and may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4).

Event description:
It was reported from the site that the patient's lvad demonstrated high power consumption. Initially the parameters appear to have normalized but then alternatively rose again. It appears that the patient was initially treated with an increase in his anticoagulation therapy. However, nine days after the initial onset of this event, the power consumption increase again along with the patient's hemolysis parameters. The actual laboratory findings for these hemolysis parameters were not provided. The next day, the patient was treated with a pump exchange. The site reported that they performed their own evaluation of the pump and found thrombus on the impeller. The site reported that the event was not related to the lvad and probably related to the patient's low ptt. As of the date of this report, the patient had been transferred out of the intensive care unit and was stable. They further reported that the patient was being treated with vacuum-assisted closure therapy. The site of this wound was not reported. The site has indicated that it will not be returning the device to the manufacturer for evaluation. No additional information available.